Event description:
It was reported that patient underwent a rotator cuff repair procedure utilizing a suture passer on (B)(6) 2010. During the procedure, the nitinol wire fractured inside the passer and would not push the suture. There was no delay to the procedure or injury to the patient as a result.

Event description:
It was reported that the device was explanted after an implant duration of approximately 28.1 months. On (B) (6) 2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to endocarditis and dehiscence. Paravalvular leak was also noted. Per the operative report of (B) (6) 2010, "it was clear that the previously identified aorto-mitral pseudoaneurysm was actually communicating around the aortic root and appeared to be due to prior endocarditis. There was a significant debris consistent with vegetations on the valve leaflets, which were otherwise intact and not calcified. We excised the valve...."

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process.

Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event.